Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod on her back for between 36 and 48 hours. Symptoms reported include hyperglycemia. The patient was treated with intravenous therapy (IV) and injections containing lantus and short acting insulin. The pod was removed at the hospital and the patient was on manual injections and IV therapy for four (4) days. As a result of this incident, the hcp removed the patient off of jardiance and reduced her basal and bolus rates by 20%. The pod was discarded by the patient.